Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019 where the cm mean remained the same because it matched the right heart catheterization swan pap. The patient issue reported was resolved. Accurate readings were observed under the manufacturer's patient care network database.